Manufacturer narrative:
This report is submitted on june 08, 2017. (B)(4).

Event description:
It was reported that the patient experienced skin over growth at the abutment site and subsequently the patient underwent revision surgery under a general anaesthetic in order to place a longer abutment.